Event description:
Per information provided: on (B)(6) 2002 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿the umbilical hernia sac was dissected off the surrounding structures and medium perfix plug (device 1) was placed and sutured.¿ on (B)(6) 2009 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with removal of previously placed mesh (device 1) and implant of synthetic mesh. Per operative notes, ¿the omentum was adherent to the umbilical defect and mesh (device 1) was seen rolled and scarred to edge of the hernia defect. The hernia sac and mesh (device 1) was dissected, and hernia defect was repaired with synthetic mesh then sutured and tacked.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia and pain thereby underwent open repair with removal of synthetic mesh and implant of bard soft mesh (device 2). Per operative notes, ¿multiple midline fascial defects were identified. Several adhesions of small bowel and old synthetic mesh. The synthetic mesh with heavy scar was excised and fascial defect was closed with sutures. A bard soft mesh (device 2) was placed onto the peritoneum and secured with sutures.¿ on (B)(6) 2019 ¿ patient was diagnosed with recurrent incisional hernia and pain thereby underwent open repair with partial removal of previously placed mesh (device 2) and implant of ventralex st (device 3). Per operative notes, ¿hernia above the previous repair was noted and sac was excised. The mesh (device 2) was slightly dissected, and fascial defect was closed with sutures and ventralex st (device 3) was placed.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2018) is considered to be a best estimate. This emdr represents the bard soft mesh (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.